Event description:
Information was received from the consumer through a manufacturing representative regarding a patient receiving intrathecal fentanyl at "358/d." The indications for use were non-malignant pain and failed back surgery syndrome. A motor stall was seen at initial interrogation. The patient had not recently had an MRI. Logs showed several motor stalls and recoveries since (B)(6) 2016, and the pump was currently stalled (as of (B)(6) 2016). The patient "felt terrible." The patient heard an alarm "a couple of times." A pump replacement was being scheduled.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis revealed pump motor and gear train anomalies related to corrosion and/or wear and/or lubrication, and stall due to shaft-bearing. Analysis also found battery high resistance/lab failure. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.